Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. Log analysis determined that the software was behaving as designed. Logs indicated use of s8 version: 1.2.0-20 with a session starting: sun, (B)(6) 2019 - 20:07:28 pm, user used the em tracer pointer tool in the tru task and successfully completed registration. User then entered the navigation task which does not allow the use of the em tracer pointer tool, and was prevented to do so by the software. This blocking of use of the tracer tool was changed from the prior stealth version installed on the system 1.1.0-39. The behavior described is the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) tested the equipment at the site. After rebooting the system, the issue had resolved. The rep was unable to reproduce the issue any more. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an instrument wasn¿t tracking. This issue occurred during testing on a demo head. After a medtronic representative (rep) installed software updates onto the system, he was able to successfully register the demo head with the tracer pointer. After continuing to navigation, the instrument was not actively navigating. The software displayed that it was in green status and it could be seen moving in the tracking window, but nothing was occurring on the screen. Navigation was not paused. The rep rebooted the system and the issue resolved. There was no patient present when this issue was observed.